Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparotomy procedure the surgeon reported that during the test with the ultrasonic shears there was difficulty in the device functioning and afterwards the shears broke and it was not possible to use them. It was unknown how the procedure was completed. There were no adverse consequences to the patient.